Event description:
Literature was reviewed regarding acute frame recoil following transcatheter mitral valve-in-valve replacement: incidence and impact on hemodynamics. The study population included 70 patients with a mean age of 76 years who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population; 9 patients were implanted with a medtronic mosaic mitral valve, and 3 patients were implanted with a hancock ii mitral valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among mosaic mitral valve and hancock ii mitral valve patients, adverse events included mild, moderate and severe mitral regurgitation, mitral stenosis, increased mean gradients and transcatheter mitral valve replacement. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: rajendran et al. Acute frame recoil following transcatheter mitral valve-in-valve replacement: incidence and impact on hemodynamics. Structural heart. Th journal of the heart team. 24 march 2025; 9:pages 100465. Doi:10.1016/j.shj.2025.100465. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.